Event description:
It was reported by the customer the device is leaking grease at the tip. The leaking was found after sterile processing. The event did not occur during a procedure, so there was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint of leaking grease was confirmed. The yoke was replaced and general maintenance was performed on the device and it was returned to the customer.